Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter with the product mandrel still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged. The balloon was loosely folded prior to inflation testing. The rated burst pressure (rbp) of the complaint device is 20 atm. The device was inflated to rbp and could hold pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not find any tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, upon inflation at the lesion area, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, upon inflation at the lesion area, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.